Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified deformation in the center section of the hemostatic valve. Initially it was reported that the hemostatic valve was damaged within 30 minutes after started using. The product was collected and packed by the agent before checking the actual item, so the detail of the event was unknown. The issue was resolved by replacing the vizigo sheath. The procedure was completed without patient consequence. Additional information was received. The sheath was being used on the patient. No air entered the patient¿s body. No blood return was observed. No needle was involved in the alleged event. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 14-aug-2025 observed a deformation in the center section of the hemostatic valve. Microscopic examination of the surface showed stress marks in the valve. Additionally, several kinks were observed in the shaft and tip areas. The event was originally considered non-reportable, however, bwi became aware of the deformation in the center section of the hemostatic valve on 14-aug-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 22-jul-2025. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed deformation in the center section of the hemostatic valve. Microscopic examination of the surface showed stress marks in the valve. Additionally, several kinks were observed in the shaft and tip areas. The vessel dilator was not returned for analysis. The stress marks observed suggest that excessive force manipulation was applied. Finally, a back pressure test was performed, and a leakage was identified through the hemostatic valve. A device history record was performed for the finished device batch number, and no internal actions identified. The hemostatic valve issue reported by the customer was confirmed as stress marks were detected during analysis. The potential cause of the hemostatic valve broken could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however, this could not be conclusively determined. The potential cause of the kinked shaft and tip could be related to the manipulation of the device after the procedure; however, this could not be conclusively determined. This issue is unrelated to the reported event. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿several kinks observed on the tip¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿several kinks observed on the shaft¿. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿the hemostatic valve was damaged¿ issue. In addition, biosense webster inc. Analysis finding of the ¿deformation in the center section of the hemostatic valve¿. Manufacturer¿s reference number: (B)(4).